Event description:
Information received indicated that one hour after the start of ECMO support, the unit was noted to leak from the gas exhaust ports. The hcp did not replace the device at that time. After approximately three hours service life the leak appeared to interfere with gas transfer and the product was replaced. There was no consequence to the patient, other than a reported blood loss of approximately 300cc.